Event description:
The account alleged the bed alarms not functioning. No patient impact.

Manufacturer narrative:
The technician checked the bed alarms and found no issue. The bed alarms function as designed.